Manufacturer narrative:
Specific complaint lenses were not returned for evaluation. Accompanying lenses that were returned were evaluated and the results of the testing performed were all within specification. Additionally, a review of the lot device history records show that the product was manufactured, packaged and released according to global and plant product specifications. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Doctor reported patient visited office and was diagnosed with redness and keratitis in both eyes. Doctor recommended patient use rewetting drops and warm cloths. Two weeks later patient inserted new pair of lenses and then returned to office. Doctor noted lenses had become cloudy and that patient had sub epithelial infiltrates and mild edema in both eyes. Doctor prescribed (B)(6) 3 times daily for 1 week. Patient returned to office a few days later and infiltrates were resolved in both eyes. Doctor advised patient to finish (B)(6) and then use artificial tears every 2 hours as needed. Two weeks later, doctor fit patient into different lens type. Doctor reported patient is recovered. Doctor attributes event to complaint lenses.